Event description:
During the investigation of electrode belt (B)(4) for an unrelated complaint, a reportable product problem was discovered. The electrode belt was found to have the rear therapy electrode pad strain relief torn at the distribution node. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As rec'd, the rear therapy electrode pad strain relief was torn at the distribution node. The root cause of the damaged strain relief cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt rec'd a replacement electrode belt.